Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of available expertise data confirmed the reported behavior, as rf communication was unavailable during the implantation procedure on (B)(6) 2023. - the observed issue most probably resulted from an issue at the level of the ftdi driver. - it should be noted that re-installing smartview 3.12 version on the programmer should solve the observed issue.

Event description:
Reportedly, rf communication was lost during an implantation procedure, and a message indicating the impossibility to use the orchestra plus link appeared on the programmer screen. Unplugging and plugging back did not solve the issue. The same issue was observed with another orchestra plus link, so the procedure was completed using inductive communication.